Manufacturer narrative:
In this MDR, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. As htl is an OEM manufacturing site. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd microtainer® contact-activated lancet the lancet broke off. The following information was provided by the initial reporter, translated from japanese to english: the patient reported that the needle (blade) came off from the body of the product before use.

Event description:
It was reported that prior to use with bd microtainer® contact-activated lancet the lancet broke off. The following information was provided by the initial reporter, translated from japanese to english: the patient reported that the needle (blade) came off from the body of the product before use.

Manufacturer narrative:
Investigation summary: "material #: 366593. Lot/batch #: c4j68e8. Bd received 1 sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for needle pull out with the incident lot was observed. It was also observed that the needle was assembled backwards. Additionally, 200 retention samples from bd inventory were evaluated by visual examination and the issue of needle pull out was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode needle pull out. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."